Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#3006705815-2016-00648. The patient has two scs systems-supra-orbital and occipital. It was reported the patient experienced ineffective therapy to her desired pain area utilizing the supraorbital system. Diagnostic testing revealed high impedance measurements on multiple lead contacts. Reportedly, x-rays were taken and revealed lead migration. Subsequently, surgical intervention was undertaken (B)(6) 2016 during which time the supraorbital leads were explanted and replaced. In addition, the physician electively repositioned the occipital leads during the same case. Effective therapy was achieved postoperatively. The issue is resolved.